Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for follow-up. It was noted that the patient had received an inappropriate shock from their implantable cardioverter defibrillator for atrial fibrillation with rapid ventricular rate. The device was reprogrammed. The patient was in stable condition.